Event description:
(B)(4). The alarm that alerts the user on battery run time remaining was inaccurate. This issue resulted in the ventilator shutting down sooner than indicated by the alarm when running on the backup battery. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).